Manufacturer narrative:
(B)(4). The device sample has not been received by the manufacturer for evaluation at the time of this report. A device history record review could not be conducted since the lot number was unknown. Customer complaint cannot be confirmed with the information provided.root cause cannot be determined. If the device sample becomes available at a later date, this report will be updated with the evaluation results.

Event description:
Customer complaint alleges "the user was not able to connect the humidifier adaptor attached to aquapak bottle to the flowmeter; the screw of connecting part assembly came off the thread before it was fully screwed". (Continued) alleged issue reported occurred during use. A new unit was obtained for use. No harm reported. Patient condition reported as fine.

Manufacturer narrative:
Qn#(B)(4). An empty 340 ml water bottle, lot #237177, was received for evaluation. A review of the manufacturing event log shows no issues that may have contributed to any quality issues reported. All process parameters were within specification and all in-process qa inspections were acceptable. The water bottle arrived empty with the base of the humidifier adaptor attached. The snap cap of the humidifier adaptor was detached from the humidifier adaptor body. No other visual defects were observed. The snap cap was attached to a flowmeter to observe for a loose or unstable connection. No unstable attachment was observed. It is most likely that the customer inadvertently overtightened the adaptor to the flowmeter, causing it to snap off. Complaint not confirmed as related to the manufacturing process. It was determined that unintended user error caused or contributed to this event.

Event description:
Customer complaint alleges "the user was not able to connect the humidifier adaptor attached to aquapak bottle to the flowmeter; the screw of connecting part assembly came off the thread before it was fully screwed". (Continued) alleged issue reported occurred during use. A new unit was obtained for use. No harm reported. Patient condition reported as fine.